Event description:
The reporter indicated that the dell x5 programming computer would freeze during interrogation. Troubleshooting was not performed on the system. The therapeutic consultant stated the reporter wanted to replace the entire system for the site. The MFR has received the handheld/software and programming wand for product analysis. The programming wand was performed according to specifications. No anomaly was identified with the wand that would adversely impact device performance. Therefore, no condition was found with the wand that would have contributed to the complaint. An analysis was performed on the handheld and no anomalies that support the reported complaint were identified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the flashcard and no anomalies that support the reported complaint were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.